Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, a lung injury occurred when the surgeon attempted to reposition the master tool manipulator (mtm) using the finger clutch; however, the finger clutch did not function as intended. When the movement occurred, the tips of an unspecified instrument unintentionally perforated the lung. The following information is unknown: if the incident resulted in any bleeding, and what surgical intervention was rendered to resolve the lung injury. To proceed with the procedure, the clutch pedal on the surgeon side console (ssc) was used to reposition the mtms. Toward the end of the procedure, the operating room (or) coordinator contacted an intuitive surgical inc. (Isi) technical support engineer (tse) to troubleshoot the issue. The tse reviewed the system logs and initially found no relevant errors related to the reported issue. The tse then instructed the surgeon to check the hand control settings on the ssc touchpad and found that the finger clutch was disabled. The tse provided instructions to enable the function and after testing the finger clutch, it was confirmed to be functioning as expected. The or coordinator also informed the tse that the surgeon was unable to adjust the footrest position of the foot pedal. The tse reviewed the system logs and found an error on the footrest assembly. The tse then inquired whether moving the footrest switch produced any audible noise from the foot pedal. A audible noise was confirmed and that the foot pedal appeared to be stuck. Troubleshooting was unsuccessful; however, the procedure was able to proceed and was completed robotically. Further review of the system logs after the completion of the procedure, the tse identified an error on the right mtm of the ssc that occurred during the surgery. The error was recoverable and did not cause any delay. The tse also noted that the same error had recurred several times over the past 30 days and recommended additional troubleshooting. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the configurable (cfg) remote arm controller board (rac)-11, the master tool manipulator (mtm), and mtm right (mtmr) for the intermittent errors. Additionally, the footrest drive was replaced, after confirming that the motor was broken. The system was tested and verified as ready for use. Isi did not receive the cfg rca-11, mtm, mtmr, or the footrest drive to perform failure analysis. Concomitant products: master tool manipulator (part number: 380451-07). Note: refer to medwatch report (MDR) with MFR. Report # 2955842-2026-32162 for MDR submission of the malfunction related to the surgeon being unable to adjust the footrest position of the foot pedal. Note: refer to medwatch report (MDR) with MFR. Report # 2955842-2026-32163 for MDR submission of the malfunction related to an error identified on the right mtm of the ssc.